Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a gi bleed after using the device for a week. The device was inserted on (B)(6) 2018 and was removed on (B)(6) 2018. It was suspected to be a gi bleed after the patient's hemoglobin results dropped from 10 ((B)(6) 2018) to 7.8 ((B)(6) 2018). The patient was on blood thinners including aspirin and xarelto. Upon admission, the patient had dermatitis from diarrhea and his bottom was excoriated. The patient was on antibiotics an had a history of c-diff. The endourology report on (B)(6) 2018 stated that it may have been a diverticular bleed or colonitis.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for use 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector."

Event description:
It was reported that the patient had a gi bleed after using the device for a week. The device was inserted on (B)(6)2018 and was removed on (B)(6)2018. It was suspected to be a gi bleed after the patient's hemoglobin results dropped from 10 ((B)(6)2018 ) to 7.8 ((B)(6)2018 ). The patient was on blood thinners including aspirin and xarelto. Upon admission, the patient had dermatitis from diarrhea and his bottom was excoriated. The patient was on antibiotics an had a history of c-diff. The endourology report on (B)(6)2018 stated that it may have been a diverticular bleed or colonitis.